Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforating and extra-tubal implant on the right') and pelvic pain ('pelvic pain, persistent') in a 46-year-old female patient who had essure (batch no. He011dz) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), renal pain ("kidney pain"), urinary tract pain ("urinary pain"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), ligament pain ("ligament pain"), neck pain ("neck pain"), premature menopause ("early menopause at 45 years old"), depression ("depression") and proctalgia ("rectal pain"). The patient was treated with antidepressants and surgery (bilateral salpingectomy with bipolar forceps and scissors with removal of the 2 implants). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, pelvic pain, back pain, renal pain, urinary tract pain, fatigue, arthralgia, ligament pain, neck pain, premature menopause, depression and proctalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, depression, fallopian tube perforation, fatigue, ligament pain, neck pain, pelvic pain, premature menopause, proctalgia, renal pain and urinary tract pain with essure. The reporter commented: patient's current status: after seeing multiple doctors and analyses and computed tomography and magnetic resonance imaging scans (which were certainly incorrectly interpreted) and antidepressants as the only way out¿ (am I crazy and do I listen to myself too much, I am getting older) I decide to have it removed. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2021: extract of surgical report: examination of the abdomen: no peritoneal lesion, no lesion of the diaphragmatic dome. Uterus: nothing abnormal detected. Tubes and ovaries: perforating and extra-tubal implant on the right, left side nothing abnormal detected, pouch of douglas: procedure performed: bilateral salpingectomy with bipolar forceps and scissors with removal of the 2 implants. Batch no he011dz production date 2015-11-03 expiration date 2018-11-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('perforating and extra-tubal implant on the right') and pelvic pain ('pelvic pain, persistent') in a (B)(6) year-old female patient who had essure (batch no. He011dz) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), renal pain ("kidney pain"), urinary tract pain ("urinary pain"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), ligament pain ("ligament pain"), neck pain ("neck pain"), premature menopause ("early menopause at (B)(6) years old"), depression ("depression") and proctalgia ("rectal pain"). The patient was treated with antidepressants and surgery (bilateral salpingectomy with bipolar forceps and scissors with removal of the 2 implants). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, pelvic pain, back pain, renal pain, urinary tract pain, fatigue, arthralgia, ligament pain, neck pain, premature menopause, depression and proctalgia outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, depression, fallopian tube perforation, fatigue, ligament pain, neck pain, pelvic pain, premature menopause, proctalgia, renal pain and urinary tract pain with essure. The reporter commented: patient's current status: after seeing multiple doctors and analyses and computed tomography and magnetic resonance imaging scans (which were certainly incorrectly interpreted) and antidepressants as the only way out. (Am I crazy and do I listen to myself too much, I am getting older) I decide to have it removed. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2021: extract of surgical report: examination of the abdomen: no peritoneal lesion, no lesion of the diaphragmatic dome. Uterus: nothing abnormal detected. Tubes and ovaries: perforating and extra-tubal implant on the right, left side nothing abnormal detected, pouch of douglas: procedure performed: bilateral salpingectomy with bipolar forceps and scissors with removal of the 2 implants. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.